Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 30.0mmol/l. Customer stated that sensor had issues like sensor updating and change sensor. Customer was treated with insulin pump. Insulin pump will not be returned for analysis.